Event description:
Physician reported left side device rupture and capsular contracture - baker grade iii. After healthcare professional reported this is non allergan device. Allergan reference no. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).